Manufacturer narrative:
The device was returned for analysis. During visual inspection kinks were observed in the sheath assembly and imaging core. Visual and microscopic inspection showed the imaging window was detached in the lapjoint section; the imaging window was not returned for analysis.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a mildly calcified vessel with mild tortuosity. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while imaging inside the vessel, the catheter twisted and separated into two pieces. The device was snared and removed, and the procedure completed with an alternative device. There were no patient complications reported and the patient was doing well. It was further reported that there was no resistance felt before the detachment of the device occurred.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a mildly calcified vessel with mild tortuosity. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while imaging inside the vessel, the catheter twisted and separated into two pieces. The device was snared and removed, and the procedure completed with an alternative device. There were no patient complications reported and the patient was doing well. It was further reported that there was no resistance felt before the detachment of the device occurred.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in a mildly calcified vessel with mild tortuosity. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while imaging inside the vessel, the catheter twisted and separated into two pieces. The device was snared and removed, and the procedure completed with an alternative device. There were no patient complications reported and the patient was doing well.